Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. A new cartridge was loaded and the customer received an additional inaccurate fill estimate. The customer's blood glucose level was 202mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.